Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. The reporter alleged that the pump was priming the tubing during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/30/2014. Device evaluation: the device has been returned and evaluated by product analysis on 12/09/2014 with the following findings: the complaint could not be duplicated or confirmed. A review of the pump¿s black box data revealed no loss of prime warnings or no cartridge detected warnings due to zero force. The pump was exercised for 24 hours with no duplicated alarms. The force sensor calibration did not measure within specifications. The pump was opened and the force resistance was found to be in specifications. Unrelated to the initial complaint, the display screen was dim and discolored and the battery compartment was cracked. The audio bolus button was intermittently responsive, and contamination was found under the button contact.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.